Event description:
The patient was reported to have valve stenosis due to structural valve deterioration and expired.

Manufacturer narrative:
. The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.